Manufacturer narrative:
(B)(4). The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
During preparation for a thrombectomy procedure, the hospital staff noticed that the hub on the proximal end of the penumbra system ace 68 reperfusion catheter (ace 68) was fractured and detached upon removal from the packaging of the penumbra system ace 68 hi-flow kit (kit). The damaged ace 68 was found prior to use and therefore, was not used in the procedure. The procedure was completed using a new ace 68.

Manufacturer narrative:
Please note that the initial MFR report indicated that the device in complaint was disposed of; however, the manufacturer received the device on 08/11/2017. The penumbra system ace 68 reperfusion catheter (ace 68) was necked and fractured approximately 117.0 cm from the proximal hub. Evaluation of the returned device confirmed that the ace 68 was fractured towards its distal end. This type of damage typically occurs due to improper handling during removal of the device from its packaging. If the tubing tray is not removed prior to withdrawing the catheter, damage such as this may occur. Penumbra catheters are inspected during in-process inspection and during quality inspection after manufacturing.